Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the atrial lead had high impedance greater than 3000 ohms, noise, and p-waves at 0.4 millivolts due to possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr implantable pacing generator, implant date: (B)(6) 2006. (B)(4).